Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that it was found on x-ray that the screw was broken 1 month post-op. The patient is in the hospital for further treatment. No additional information is available at this time.

Manufacturer narrative:
Films review found: complex symmetrical pedicle screw construct l1-5 shows fracture of both l5 screws. L5/s1 level quite arthritic. Some sacroiliac sclerosis also noted.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation, however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.